Event description:
While weaning the patient from iab support, there was a balloon catheter alarm. The perfusionist checked the system and initiated an autofill cycle. When the unit was turned on, the system alarmed again and there was blood in the tubing. The ruptured balloon was removed. No second was inserted. The contact reported that the patient is doing well. The iab was never returned to datascope for evaluation. The iab was probably discarded by the facility. Event complications: none from the event - reported 12/30/96. Patient's current status: doing well - rpt'd 12/30/96.